Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of the colon in the patient¿s cavity on a laparoscopic colectomy, the knife could not advance to the end when firing. The tip of the sheet of the reload was resected to complete the case. There was no patient injury.